Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. The customer also reported that the insulin pump had hardware low level failures and failed battery alarm. The customer was able to clear the alarms and able to rewind the insulin pump. Self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Insulin pump communicated properly with test guardian link transmitter. No sensor anomaly noted during testing. Insulin hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.